Manufacturer narrative:
G4:17dec2020. B4:22dec2020. The manufacturer¿s international service technician could not confirm the reported failure regarding the patient disconnect alarm. The occurrence of noise was confirmed when the blower was running.the manufacturer¿s international service technician replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported "pressure line disconnect" alarming despite the line being connected. A sound which was different from that of other devices was heard. There was no patient involvement.